Event description:
The consumer called stating that his r51lxp power chair allegedly will not run. The batteries were allegedly just replaced and when the chair is powered up the battery indicator lights light up. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model r51lxp, serial number/date code (B)(4) is approximately 10 years 8 months old. The owner's manual part number 1106645 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.